Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine and fentanyl at unknown doses and concentrations via an implantable infusion pump. It was reported that the patient had an increase in pain. The patient was in the hospital. The patient had a MRI on (B)(6) 2020 and the hcp was concerned that the pump was still stalled. The hcp reported there were no audible pump alarms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. It was noted that a stall was following magnetic resonance imaging (MRI) had not been confirmed via interrogation. No stall had occurred beyond the MRI. A dyes study was unremarkable. The reported issue had been resolved. Regarding the current status of the device, it was described as ¿working¿.